Event description:
It was reported approximately 5 years ago two valiant devices were implanted via the right side for a 6.2 cm diameter thoracic aortic aneurysm. The left subclavian was not covered. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that three years post index procedure the aneurysm had expanded to 91mm and again two years later to 92mm with no evidence of an endoleak. No corrective action was taken and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.

Manufacturer narrative:
(B)(4). Results: unknown cause of event. Aneurysm expansion. Conclusion: unknown cause of event. Aneurysm expansion.